Event description:
It was reported that the patient had the ambicor inflatable prosthesis removed due to unknown reasons on unknown date. Another manufacturer's penile prosthesis was implanted.

Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the ambicor inflatable prosthesis removed due to unknown reasons on unknown date. Another manufacturer's penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the ambicor inflatable prosthesis was removed as the patient was not happy with the semi-rigid implant and wanted new technology. The patient outcome was reported as stable.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the ambicor inflatable prosthesis removed due to unknown reasons on unknown date. Another manufacturer's penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.